Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, a sales representative reported outcome of patient has resolved after using an unknown eye drop. The physician does not suspect that the laser contributed to the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported diffuse lamellar keratitis (dlk) under a patient's left corneal flap approximately two weeks post lasik. At one week follow up, the physician cleaned under the flap and used unknown eye drops.

Manufacturer narrative:
Without a technical evaluation of the system, it cannot be determined whether the system contributed to diffuse lamellar keratitis (dlk).the exact cause of dlk is not known so treatment with the laser cannot be the only factor to be considered for this case. The surgeon has taken the appropriate steps to minimize any complications associated with the condition. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).